Event description:
The destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coord that the pt experienced red heart and yellow wrench alarms, grinding, increased current draw, and increased motor dust. The clinicians determined that the lvad had reached its end of life and a decision was made to replace the lvad with the MFR's clinical trial lvad. The pt was then brought to the hosp for the lvad replacement. The pt remains ongoing with MFR's clinical trial lvad.